Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it failed. The log was downloaded, and it passed. The allegation was undetermined. The probable cause could not be determined as the reported allegation was not found within the investigation window. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was provided for investigation but does not reflect the full investigation window. Confirmation of the allegation and the probable cause cannot be determined. No injury or medical intervention was reported.